Event description:
A physician reported that a patient underwent revision surgery for a fractured xia rod.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the rod had fractured. Device history records were reviewed for this lot and no relevant manufacturing issues were identified. Complaint history was reviewed and no similar complaints involving this lot were identified. It was reported that device was implanted on (B)(6) 2011; however, this is not possible because the device was manufactured in 2012. Attempts were made to identify and confirm initial date of surgery but no response was received. Device IFU states: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. When used as an anterior/anterolateral and posterior, non-cervical pedicle and non-pedicle fixation system, the xia® 3 spinal system is intended to provide additional support during fusion using autograft or allograft in skeletally mature patients. When used for posterior, non-cervical, pedicle screw fixation in pediatric patients, the xia® 3 spinal system implants are indicated as an adjunct to fusion to treat progressive spinal deformities. The surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. It was reported that fusion was achieved, indicating that the rod had performed its intended function. The most likely root cause of the event was determined to be end of life of product, as fusion had occurred and device had performed as expected. The age of the implant may have contributed to event as well but cannot be confirmed. The device was over eight years old at time of reported event. The patient's activity level may have also be a potential contributing factor as it was reported that their post-operative activity level ranged from low to medium.

Event description:
A physician reported that a patient underwent revision surgery for a fractured xia rod.